Event description:
The complaint was reported as: the nursing staff alleges that the nebulizer does not make mist when used on a pt. No report of a pt injury.

Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The DHR (device history record) of batch number 02c1301154 of material 41894 have been reviewed and no non conformance reports were originated for the lot in question that can be associated to the complaint reported. A corrective action cannot be applied since it is not possible to identify the defect report and to investigate its root cause, in order to perform a proper investigation it is necessary to evaluate the sample involved on the incident. The customer complaint cannot be confirmed based only on the info provided, in order to perform a proper investigation it is necessary to evaluate the sample involved on the incident. However, current production was verified to identify any issues were found. If the defective sample becomes available, this investigation will be updated with the eval results.